Event description:
During biomed testing, the device inappropriately shut down while charging. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.